Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Additionally, at explantation all 12 channels were found extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
By (B)(6) 2024, only 4 electrodes were in ok status, while 8 were in hi status. At the last visit only one electrode is with ok status, while eleven are in hi status. The device was explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
By (B)(6) 2024, only 4 electrodes were in ok status, while 8 were in hi status. At the last visit only one electrode is with ok status, while eleven are in hi status. The device will be explanted on (B)(6) 2026.